Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that lead diagnostics indicated that the lead had high impedances. In turn, the ipg was unable to be set to ipg mode. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored, and impedances were normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.